Event description:
It was reported that during a lap cholecysectomy procedure, the clip would not occlude. Surgeon definitely squeezing plastic to plastic. There were no adverse consequences to the patient. One device returning.